Event description:
According to the reporter: occurred during an open debridement procedure. The suture was being used for the closure. The debridement was being caused by the suture. The suturing is causing infections and abscesses. The suture was not treated or hydrated prior to use. An additional suture was used without issue. The event lead to or extended the patient's hospitalization time.